Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the ok key contact was observed to be misaligned. The button contacts were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The distributor contacted animas alleging that the keypad button presses did not activate desired pump functions. There was no reported pt impact associated with this complaint.